Event description:
It was reported that during the infusion of anticancer agent, leakage occurred near the connection between the tube and luer connector and the patient's clothes got wet. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asgpf055 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking safestep infusion set is unconfirmed. One 22 ga x 0.75¿ safestep infusion set was returned for evaluation. An initial visual observation showed use residues throughout the infusion set. The safety was fully engaged upon an initial evaluation of the product. A functional test of flushing the infusion set with a 12 ml syringe revealed the infusion set to initially be patent to infusion and aspiration with no observed leaks. No leaks were observed upon pressurization of the device. Due to the results of the functional test, the complaint of a leaking infusion set is unconfirmed.

Event description:
It was reported that during the infusion of anticancer agent, leakage occurred near the connection between the tube and luer connector and the patient's clothes got wet. There was no reported patient injury.